Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-01566, # 1627487-2010-01567. The patient received her scs system including an ipg and paddle lead on (B)(6) 2007. It was reported that the ipg would no longer communicate with the charger and the lead was not functioning properly. X-rays showed that the ipg had not flipped and all connections were intact. It was reported that the patient had been in a car accident (date not known). The ipg and lead were replaced on (B)(6) 2009. Follow up on the patient found that no further issues have been reported. The explanted ipg and lead were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 3. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed the initial auto test because of header fluid intrusion, the header discoloration was flushed with alcohol and the ipg retested on auto test and the ipg passed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.